Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoot this issue with customer over the phone, the customer reported to have replaced the gui to bd cable. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).